Event description:
The customer reported that the insulin pump buttons were sticking when the customer was setting up her bolus. Troubleshooting was done. Customer's blood glucose was 112 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
Insulin pump had an intermittent button response, due to moisture damage on keypad traces. Insulin pump had a cracked reservoir tube lip and missing end cap sticker.